Event description:
On september 27, 2022, fujifilm healthcare americas corporation became aware of an event involving pb2020-m. It was reported that during a diagnostic study the tip of the subject probe fell into the patient's lung. The tip was removed successfully without harm or injury. There was no death reported with the event.